Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare provider reported that during the polishing phase of a cataract extraction procedure with intraocular lens (iol) implant procedure, the I/a tip snagged the capsule and the patient experienced a posterior capsule tear. No system messages were displayed. The intended iol could not be implanted and a different one was inserted. There was no additional medical or surgical intervention required.

Manufacturer narrative:
One opened ia tip and sleeve taped to a card were received for the reported issue of capsule snagged. The returned sample was visually inspected and was found to be conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned sample was found to be conforming, therefore damage that would have caused the capsule to get snagged as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the I/a was manufactured to specifications. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).